Manufacturer narrative:
Device evaluation summary: the ht70 pump was returned to medtronic for failure investigation. Initial inspection of the pump found the brass nipple for the "y" tubing was bent and broken open at the base and the peep valve was bent at the shaft. Small nicks and dents were found on the pump exterior. The pump was installed into a test ventilator. The test ventilator was started ventilating at the standard test settings. The ventilator displayed an error message. The broken nipple was replaced and the prox error cleared. The ventilator was allowed to ventilate for several hours. No issues were observed. Peep setting was changed to 5. Unit began to consistently auto trigger. Peep was set back to 0. A test peep valve was installed. Unit ventilated for several hours without issue. Peep was raised to 5 and began to consistently auto trigger. A test manifold was installed. Test ventilator still auto triggered when the peep was set to 5 from 0. Pump covers were removed. Black particulate was found on the output side valves. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the ht70 plus ventilator auto trigger was activated more than expected and the polypnea alarm was generated. The patient was placed on alternate ventilation. There was no patient harm as a result of the reported condition.

Event description:
It was reported that during use, the ht70 plus ventilator auto trigger was activated more than expected and the polypnea alarm was generated. The device was replaced. No patient harm reported. Ventilation didn't stop.